Manufacturer narrative:
No product will be returned per customer. The customer refused to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a generalized complaint of pumps shutting off when going over bumps without any specific event information. There is no report of patient harm.